Event description:
A customer complained after observing higher than expected vitros ipth results for their biorad quality control material, compared to the expected results using vitros ipth reagent on a vitros 5600 integrated system. Biorad level 3 results: 797.106, 812.348, 809.213, 841.745, 858.441, 829.09, 828.906 and 856.628 pg/ml vs expected 612 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples were tested while the quality control results were outside of expected ranges; however, ortho clinical diagnostics cannot confirm that patient samples were not affected by the events or could not be affected if the events were to continue undetected. There were no allegations of patient harm made as a result of the events. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from quality control materials, compared to expected results using vitros ipth reagent on a vitros 5600 integrated system. Root cause for the initial higher than expected results was determined to be due to the use of sub-optimal calibration. The cause of which could not be determined. Investigation found no evidence to suggest the customer's vitros 5600 system was operating unexpectedly.